Event description:
A low reading issue was reported with the adc device. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) error message on the sensor scan when compared to an unspecified fingerstick test. The customer was unable to self-treat due to unspecified symptoms however, the customer had contact with a healthcare professional who obtained a glucose result of 304 mg/dl as compared to a sensor scan of 57 mg/dl. The customer was provided unspecified medical treatment for the reported issue and no further information was provided. Note: it is unknown if the readings were taken within 10 minutes apart from each other. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.